Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the first flange of the stent, but it did not expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent was not able to expand. Imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site during gallbladder procedure.

Manufacturer narrative:
Blocks b5, h6 (device codes), and h11 have been updated based on the additional information received on june 30, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent was not able to expand. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site during gallbladder procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the first flange of the stent, but it did not expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable. ***additional information received on june 30, 2025*** the stent did not expand as intended, so they moved to expand it, during which the stent dislodged from the gallbladder. No visible damage was observed on the device.

Manufacturer narrative:
Blocks b5, h6 (device codes), and h11 have been updated based on the additional information received on june 30, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent was not able to expand. Imdrf device code a1502 captures the reportable event of stent positioning problem. Imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site during gallbladder procedure. Block 11: an electrocautery enhanced delivery system was returned for analysis. The axios stent was not returned. Visual examination of the delivery system found no damage. No problems were found with the delivery system. Product analysis could not confirm the reported events of stent first flange failure to expand and stent first flange difficult to position as the stent was not returned and no damage was found on the delivery system. The investigation concluded that without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transduodenal to the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to deploy the first flange of the stent, but it did not expand. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be stable. ***additional information received on june 30, 2025*** the stent did not expand as intended, so they moved to expand it, during which the stent dislodged from the gallbladder. No visible damage was observed on the device.